Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID 419388 lead, implanted: (B)(6) 2005, product ID 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer with no information, were analyzed and tested out of specification. Additional information obtained reported the lead was explanted following the patient¿s death. The patient died in a manner unrelated to the event.